Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient underwent a pump exchange on (B)(6) 2020 due to low flow alarms and suspected outflow graft thrombus. During the exchange, there was some tearing of the tissue and bleeding sustained while removing the pump and also the patient¿s right heart was struggling; therefore, a centrimag right ventricular assist device (rvad) was placed. Furthermore, blood cultures on this date revealed sepsis and hemolysis. The patient¿s post-operative course was further complicated by multiple episodes of significant bleeding requiring multiple transfusions, evolving bacteremia/fungemia requiring a broad spectrum of antibiotics, low flow alarms which appeared to be related to an rvad flow issue, and shock requiring increased vasopressor requirements. The patient went into liver and kidney failure on (B)(6) 2020. Care was withdrawn and the patient ultimately expired due to multiorgan failure and fungemia sepsis. Heartmate 3 lvas, serial number (B)(6) was not returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jan2019. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ dysfunction and failure (right heart failure, respiratory failure, renal failure, and hepatic dysfunction), sepsis, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions for preventing infection are included in several sections of the IFU, including in section 6 "patient care and management". Section 6 also provides suggested responses in the event of infection. Section 6 "patient care and management" (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. Section 6 (under caution!) States that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's death was previously reported under MFR 2916596-2020-06011.

Event description:
The patient was taken to the operating room on (B)(6) 2020. When the outflow graft was detached from the hm3 pump. It was noted that there was a near-complete blockage inside the graft. The surgeons also found abnormal material adhered to the inner surface of the pump outflow elbow which they suspect was thrombus. The patient underwent a hm3 exchange including a new apical cuff. There was substantial bleeding and the right heart was struggling; therefore, a centrimag rvad was placed. Once bleeding was under control, the patient left the or with exchanged hm3, centrimag rvad, intra-aortic balloon pump (iabp) (placed prior to return to or), and chest was left open. It is suspected that the patient has developed a coagulation problem, likely heparin-induced thrombocytopenia. They stopped using heparin and used bivalirudin to anticoagulate while on bypass for the hm3 exchange. The patient had cultures taken and were positive for candida albicans. The patient was also septic. In the pre-operative diagnosis the patient had heparin induced thrombocytopenia thrombosis. The findings post-operatively included right ventricular dysfunction. On (B)(6) 2020 the patient was going back to the operating room for class a emergency with a concern for bleeding. The patient had evolving bacteremia and fungemia. On (B)(6) 2020 the patient continued to have low flow alarms. Additionally, there was a concern that the centrimag rvad not filling the lvad appropriately. On (B)(6) 2020 the patient was in cardiogenic and septic shock. The patient continued to decline. The patient went into multi-system organ failure on (B)(6) 2020. The family withdrew care and the patient passed away on (B)(6) 2020. Related manufacturer reference numbers: 2916596-2020-06011, 3003306248-2020-05468.